Event description:
The customer reported that the insulin pump delivered a bolus without his intervention, and it happened twice. The blood glucose reading was 47mg/dl. The customer stated that the incidents occurred while watching tv. Troubleshooting was performed and found that the customer was not connected while completing an infusion set change. The caller stated that the device was not exposed to a high magnetic field. The customer also stated that when he was checking the alarm history, the screen would freeze and he was not able to go thru the rest of the device's history. The self test was performed and passed. Advised the customer to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.